Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported foot deployment and retraction issue could not be confirmed due to the condition of the returned device. The reported difficulties appear to be related to user technique and the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the proglide foot plate got stuck in the inferior epigastric vein. It should be noted that the perclose proglide instructions for use, states: the perclose proglide suture- mediated closure system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. It was also reported that no angiogram was performed. The IFU states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Indications for use: per the instructions for use, the perclose proglide suture - mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. (B)(4). Failure to follow steps/instructions: per the instructions for use, perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right femoral vein was attempted using a proglide device with an 8f sheath after an atrial septal defect interventional procedure. A femoral angiogram was not performed. Reportedly, the proglide foot plate got stuck in the inferior epigastric vein. The proglide device was taken apart to try that retract the foot plate. A cut down was performed to remove the proglide device and hemostasis was achieved surgically. There was a four hour delay in the procedure due to the surgical removal of the device. Hospitalization was extended due to the issue with the proglide device. The physician is reportedly trained in the use of the proglide device. No additional information was provided.